Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to verify the power-up test fails code #10. The fse checked the logs but there was nothing in any of the logs, and the calibration data was also missing. The fse replaced the front end board and attempted to calibrate, but the iabp unit would not accept the data. The fse then replaced the executive processor board and attempted to load the software but the iabp unit shut off midway software install. Upon powering on, the iabp unit would not power up in clinical or service mode and was stuck on the blue maquet screen. The fse replaced the boards that hold the software and was eventually able to get the iabp unit to boot up. The fse replaced the display cable and video generator board to fix the red screen issue as this has been an intermittent issue for over 6 months. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the monitor of the cardiosave intra-aortic balloon pump (iabp) was intermittently displaying red lines. The biomed re-seated the display cable on the rescue cart of the iabp and ran for a full day without any issues. After bringing the iabp unit back to the cath lab, they powered the iabp unit on and the iabp unit displayed a power-up test fails code #10, which means the iabp unit needs to be calibrated. There was no patient involvement, and no adverse event reported.